Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation stem was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was performed and concluded: "in this large, morbidly obese male revision of a periprosthetic fracture and stem subsidence at two months¿ post-op likely represents the progression of an unrecognized, undisplaced intraoperative fracture resulting in stem subsidence before firm biologic fixation could occur. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. A medical review was performed based on the available information and concluded that there was no evidence of a device related issue. Return of the device is however needed to fully investigate the event.

Event description:
It was reported that there was a periprosthetic fracture of right tha with subsidence. Removal of subsided right stem and conversion to restoration modular.

Event description:
It was reported that there was a periprosthetic fracture of right tha with subsidence. Removal of subsided right stem and conversion to restoration modular.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.